Manufacturer narrative:
Manufacturer's investigation conclusions: a correlation between the device and the patient¿s epistaxis cannot be conclusively determined. The patient experienced severe epistaxis. A log file from the time of the reported event was submitted which captured the device operating as expected at the set speed of 9800 rpms. No unusual events or alarms were captured in the log file. The patient remains ongoing on vad support. No product was available for investigation. Bleeding is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The section "anticoagulation" under "patient care and management" describes the use of anticoagulation therapies. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 1 year and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced severe epistaxis that required intubation and nasal packing. The patient may have received external compression's at a hospital closer to his home first. The log files submitted were unremarkable. The patient remains admitted to the intensive care unit with nasal packing. No further information was provided.